Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the right atrial (ra) could not be pushed into position or pulled out/removed from the patient, therefore, the lead was partially retained in the body, and punctured to allow a replacement ra lead advancement through the superior vena cava. The ra lead was partially explanted and replaced. No patient complications have been reported as a result of this event.